Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement/no medical intervention, has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that while inserting the stent over the guide wire, it was noticed that the stent was not on the balloon. The stent was found inside the plastic covering (protective sheath). Reportedly, there was no patient involvement with this device. No additional event or patient information is available.